Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported via ambulance to the hospital with a blood glucose (bg) level of 557 mg/dl and trace ketones; cause was unknown. Customer reported a severe headache, vomiting, and confusion associated with the high bg. Customer delivered a manual bolus and was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were found with the insulin, infusion set, or cartridge.